Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges congestion in the nose, coughing, choking spells and irritation of the nose, throat and eyes. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturers service center for investigation on 04/28/2022. The device was not in patient use. During the evaluation, the service center visually inspected the device and found no evidence of foam degradation. The customer's complaint was not confirmed. Additionally, the unit was scrapped due to age.